Event description:
It was initially reported that the zimmer electric dermatome handpiece wasn't functioning properly during surgery. Additional clinical follow up determined that there was a pt involvement, which led to multiple unplanned grafts being required, all of which were of poor quality. There was a surgical delay of 45 minutes as a result of the additional grafts being required.

Manufacturer narrative:
The device has not been returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.